Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient (unknown ethnicity) implanted with an impella 5.5 device for mechanical circulatory support experienced a left ventricle thrombus during impella support. The patient¿s anticoagulation was switched from heparin to bivalirudin, and support continued. The patient remained on impella 5.5 support until successfully bridged to a heart transplant. The patient was noted to have survived at impella explant.